Manufacturer narrative:
(B)(4). The reported event was unknown; however, a reload the set 201 alarm was identified during a review of the event history log. Visual inspection, functional testing, and simulated therapy was performed and the product was not found to meet product specifications. The cause of the condition was determined to be the silicone o-rings. To correct the condition, the o-rings were replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified alarm during peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.